Event description:
Accessed infusaport and attempted to flush the port. Pt complained of pain. Radiographs ordered. Catheter severed per xray. Pt required surgery for removal of infusaport. Distal portion of the catheter was removed in radiology.